Manufacturer narrative:
All available information was investigated, and the returned device analysis could not replicate the reported unintended movement (clip opening while establishing final arm angle and clip opened while locked) as the clip was returned detached from the clip delivery system (cds). The reported difficult or delayed positioning could not be replicated during testing. The returned device also noted that the clip introducer peek was deformed, the gripper line was kinked, the gripper suture knot was frayed, the actuator mandrel was observed to be bent to 45 degrees, and the actuator coupler and l-lock tabs were observed to be scratched. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. All available information was investigated and reported difficult or delayed positioning was due to challenging patient anatomy. A conclusive cause for unintended movement (clip opening while establishing final arm angle and clip opened while locked) could not be determined in this complaint. It is possible that user technique/procedural circumstances in conjunction with patient anatomy could have resulted in the reported issues; however, this cannot be confirmed. The observed deformed clip introducer peek, kinked gripper line, fraying of gripper suture knot, bent actuator mandrel and scratched actuator coupler and l-lock tabs are due to procedural circumstances/operational context. The reported patient effects of surgical procedure, removal of foreign body, delayed therapy/non-surgical treatment and hospitalization are a result of case specific circumstances as the clip was surgically removed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened while establishing final arm angle, clip opened while locked requiring surgery. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 3-4 with large prolapse in p2. Anatomy was challenging with heavy left rotation of the heart. Septal puncture was made posterior and inferior, 42 mm from annulus. Due to the anatomy, it was difficult to reach a good angle to grasp the leaflets, but after 1.5 hours of trying a satisfactory position was obtained and a good grasp of the both leaflets achieved, mr was reduced to <1. After establishing final arm angle (efaa) testing, it was noted that the clip opened just a bit (max 5 degrees). The test was made again with same result. After this it was decided to wait for 5 minutes to observe if there is any more movement in the clip arms. No more movement was noted. Procedure was continued with gripper line removability test, which was successful. Lock line was removed, and another final arm angle test made successfully. Next the clip was released and when the clip was deployed, the arms opened to about 35-40 degrees. It was decided to remove the clip surgically and the cardiac surgeon was consulted. The steerable guide catheter (sgc) and cds were removed from the patient anatomy and the clip was left in place with the gripper line attached and coming out of the groin. Mr grade remained at 3-4. The clip was removed later that day during open heart surgery. Procedure started about 09:30 am with anesthesia and the clip was removed at 18:00 pm. No additional information was provided.